Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the customer experienced high blood glucose on (B)(6) 2018 with blood glucose of 506 mg/dl at the time of the incident. The customer was at 245 mg/dl at the time of the call. The customer was given food and glucose tablets to treat the anticipated low. The customer was wearing the insulin pump during the incident. The customer did a set change, filled the reservoir, treated for a meal, and their site was stinging badly. The pump was alarming no delivery and the reservoir was empty. The caller stated the pump is over delivering. Troubleshooting was not completed as the caller was going to call back. The medtronic rep called paramedics to assist the customer. The insulin pump will not be returned for analysis.